Manufacturer narrative:
The event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted to treat chronic driveline infection. They had a driveline revision.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a driveline infection. The patient had a driveline revision. Cultures were positive for methicillin-resistant staphylococcus aureus (mssa) and pseudomonas. The patient was discharged on ciprofloxacin but was sent in for multidrug-resistant organism (mdro) pseudomonas found in swab culture which was treated with zerbaxa (ceftolozane-tazobactam). The patient's course was complicated by vancomycin-resistant enterococci (vre) bacteremia of unclear source. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.